Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
The retain kit lot 149238 was tested with the abbott diagnostics scarborough's limit of detection (lod) positive quality control x3 devices and negative (blank) swabs x3 devices. All tests were valid and performed as expected. The manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 149238 and test device 195-430h / lot 1414674a. Quality control release testing met specifications with no false positive results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4)%. Based on the evidence available, it indicates that this device lot is performing within the statements made within the package insert statements. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, it could possibly be related to issues including the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the binaxnow ag self test performed on (B)(6) 2021 on a direct tested nasal kitted swab. Repeat testing was not performed. Pcr confirmation testing on (B)(6) 2021 generated a negative result. No additional patient information, including treatment and outcome, was provided.